Event description:
It was reported the customer had a low blood glucose event. The customer stated their blood glucose declined to 35 mg/dl. The customer also reported that they did not receive any alerts regarding their low blood glucose. Customer also reported having differences between their sensor glucose and blood glucose readings. The customer stated their blood glucose would read 55 mg/dl and their sensor glucose would be 70 mg/dl. The customer declined to troubleshoot for the insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).